Event description:
On (B) (6) 2010 covidien was informed of a customer who had an issue with a heparin prefilled syringe. As reported to covidien by (B) (6), the attorney alleges that on (B) (6) 2007, the patient received heparin sodium as part of a therapeutic treatment. During his hospitalization, the patient received heparin sodium single-dose and multi-dose vials (which is not covidien manufactured product). While at home, the patient received heparin sodium pre-filled syringes, monoject hep-lock flush syringes, to maintain clean access in a PICC line and port. In 2007, during the administration of heparin sodium, the patient experienced itching, redness in the face, drop in platelet count, chest pain, fatigue, decreased blood pressure, abdominal pain, nausea, vomiting, throat swelling and headaches. Treatment and outcome for the events were not reported. The patient passes on (B) (6) 2007.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.